Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process. Upon evaluation, the reportable malfunction of a/w channels are cloudy in appearance and had white crystallized contamination. Additionally, the following non-reportable malfunctions were observed: worn light cover glasses adhesive and optical cover glass adhesive; lifting of adhesives on distal end and insertion tube bending section cover; down angle not to specification; play observed on the up/down angle; electrical safety test failed and not to specification. The foreign material found has been attributed to insufficient cleaning. The customer did not provide any information regarding failure and/or issues on the reprocessing practice and refused to provide any details as the repair order is nothing to do with hmi nor patient infection. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was contamination evident in the air and water (a/w) channel. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.